Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the analysis revealed that no anomalies were found.

Event description:
It was reported that during an implant attempt of the left ventricular lead it could not be stabilized in the target location. The attempted lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.